Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-feb-2026, an arthrex subsidiary employee reported via email that an ar-8717ds-1110 dynanite nitinol staple implant system had an issue during a procedure performed on (B)(6) 2026. One of the alignment pins included in the kit was identified as being the incorrect thickness and was unable to fit into the drilled holes. As a result, the staples did not provide adequate fixation. The surgeon completed the procedure by using additional k-wires to achieve proper fixation and proceeded with a replacement ar-8717ds-1110 dynanite nitinol staple implant system. There was no significant surgical delay, no additional anesthesia required, and no adverse effects or patient harm reported. Additional information was received on 12-feb-2026: the incorrect staple thickness was first identified during use. The staples that did not provide adequate fixation were left in place. No additional steps were required to achieve fixation, and the procedure was completed using the existing staple and k-wire without the need for a replacement ar-8717ds-1110 dynanite nitinol staple implant system.